Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was peeked up to 25.6 mmo/l. Customer had now found the cause was they did not completely reconnect to site and insulin has been delivering off-body. The insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.